Event description:
It was reported that the patient did not have any sound perception via the vorp at first fitting. A floating mass transducer re-positioning surgery is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.